Event description:
Boston scientific crm received information that this pacemaker was implanted on (B)(6), 2006. The device reached elective replacement time (ert) in (B)(6) 2010. Premature battery depletion was suspected. The automatic capture had been programmed on with a little higher threshold. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the battery status of the device was confirmed to be elective replacement time. The device communicated appropriately with the programmer and paced and sensed normally. To determine if the device had depleted normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Based on the available parameters, analysis has concluded that this device experienced battery depletion within the normal tolerance for this model.